Manufacturer narrative:
Other = catheter.

Event description:
Journal reference: sorokin a. Annabi e, yang wc, kaplan r. Subdural intrathecal catheter placement: experience with two cases. Pain physician. 2008; 11(5):677-680. The possibility of subdural migration of epidural catheters and its manifestations has been well documented. The following 2 cases demonstrate that intrathecal catheters can enter the subdural space upon placement. The manufacturer of the catheter and pump are unknown. Reportable event: the first case is a male with multiple sclerosis receiving a pump for intrathecal baclofen. It worked well for 10 years, but after 2 months of inadequate relief despite a 2 -fold increase in baclofen, the catheter was imaged. The catheter pierced the arachnoid in the lower thoracic spine and tunneled subdural. It then pierced the arachnoid again, re-entering the cerebrospinal fluid (csf) in the cephalad portion of the thoracic spine. Over time, the tip became covered with tissue, preventing direct csf communication and causing subdural drug sequestration.